Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia with glucose levels above 300 mg/dl for approximately six hours after lunch, remaining elevated until dinner, and the user inquired about whether a pump factory reset was needed. Symptoms included high blood glucose. Outcomes included return of glucose to target range without hospitalization. Investigation included customer support troubleshooting and education, review of available data and reports, and consultation with clinical support to assess device function. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, and the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.